Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue. This occurred at an unspecified time during pd therapy. The hp had disconnected and put a minicap on her transfer set and an opticap on the patient (pt) line of the cassette. When the hp was attempting to reconnect to continue therapy, the hp could not get the opticap off of the pt line. Upon contacting a baxter technical service representative (tsr), the hp was advised that therapy would have to be ended, if they could not get the opticap off and that the hp would have to start over will all new supplies or continue with manual supplies. The hp indicated that they would try to remove the cap and will call back if they could not get it off. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.